Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The system logs also reveal that the site has used the force bipolar instrument involved with the reported event in 3 subsequent da vinci-assisted surgical procedures. No subsequent complaints against the force bipolar instrument in question have been reported to isi since (B)(6) 2018. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted umbilical hernia repair procedure, a small bowel leak was identified post-operatively and repaired via open surgery. The surgeon claims that possibly the force bipolar instrument contributed to the post-operative complication. At this time, the root cause of the small bowel leak is unknown.

Event description:
It was initially reported that after undergoing a da vinci-assisted umbilical hernia repair procedure, the patient was found to have a small bowel leak. According to the initial reporter, the surgeon identified ¿small trauma¿ on the bowel that was allegedly caused by a force bipolar instrument. The patient underwent open surgery to repair the bowel complication. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and the following additional information regarding the reported event was obtained: the csr was not present during the case. The surgeon informed him that no intra-operative complications were identified during the da vinci-assisted incisional hernia repair procedure. In addition, there were no reports of a malfunction of a da vinci system, instrument, or accessory. The surgeon reportedly ran the bowel at the completion of the da vinci-surgical procedure and no issues were identified. On post-operative day #1, the patient came back to the operating room and underwent open surgery. A small bowel leak was identified and repaired. The surgeon noted that on one side of the bowel where the force bipolar instrument was used to grasp tissue, unspecified "consistent marks" were observed. The surgeon believes the force bipolar instrument might have caused or contributed to the small bowel leak.